Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that within two weeks of the implant procedure, the implantable cardiac monitor (icm) patient experienced an infection at the device pocket. The device was explanted. No further patient complications have been reported as a result of this event.